Manufacturer narrative:
Unit received with frozen display due to corroded electronic assemblies. Unable to verify unresponsive buttons due to frozen display. However, moisture noted at keypad traces. No constant alarm noted. Unit received with corroded motor home switch. Unit received case at display window corners, lcd window, and battery tube threads. Unit received with broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The insulin pump was alarming and had a constant alarm. She believed the insulin pump was exposed to moisture. Condensation was not visible under the screen. Customer's blood glucose level was 80 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.